Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, h2, h6, h11. Corrected fields: h11 (technical assistance support (tac)). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be established. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support (tac) reports this happened on several scopes. I advised turning off the video system center. Technical assistance support (tac) reports the error is no longer present. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center presented scope error code e315 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone to report an e315 scope communication error on the cv-190, he reports this happened on several scopes. He was advised to turn off the cv-190. Plug in the 190 scope, then turn on the cv-190. He reports the error is no longer present. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.